Event description:
Customer reported a past high blood glucose event with the exact value being unknown but displayed as "high." Cause was not known. Customer changed infusion set three times and administered a correction injection via manual method. Technical support recommended consulting with a healthcare provider to discuss potential causes, and the customer understood and agreed.